Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 24 and 36 hours on their leg. As treatment he placed a new pod.

Manufacturer narrative:
The pod was received fully deployed. During fluid path testing, a leak was observed in the fluid path due to a tear in the exposed portion of the soft cannula. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the soft cannula damage contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, smartphone operating system: up1a.231005.007.s921usqs4ayb3, smartphone hardware: sm-s921u, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.